Event description:
It was reported that the 9800 system had a fast stop error and shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack, power motor, relay board, and fast stop switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.